Manufacturer narrative:
Citation: brasiliense lbc, stanley ma, grewal ss, et al. Silent ischemic events after pipeline embolization device: a prospective evaluation with mr diffusion weighted imaging. J neurointervent surg 2016;8:1136¿1139. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The events occurred in the patient post procedure and the cause was unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that the incidence of silent ischemic events after use of a ped was 62.7% (37 patients) and neurological symptoms occurred in 8.1% of affected patients. It was indicated that expansion of the ped was closely monitored with fluoroscopy or dynact angiography after final deployment. When the device seemed inadequately opposed to the vessel wall, balloon angioplasty of the device was performed. Coverage of the abnormal vessel segment with one device was the primary goal in each procedure to avoid multiple coverage of clinically significant side branches. However, multiple devices were used when the aneurysm neck could not be covered completely with a single device. Development of ischemic events was significantly associated with older patients (=60 years; p=0.038). Routine use of platelet function assays and newer p2y12 receptor inhibitors (ticagrelor) were not associated with fewer thromboembolic events. There were 48 female patients and 11 male patients in this cohort. Three of the 59 patients included in the study (5.1%) developed neurological events after the procedure. These events resulted in dysarthria after emergence from anesthesia following treatment of a vertebrobasilar junction aneurysm, rupture of the aneurysm, and subarachnoid hemorrhage 5 days after treatment of a giant ophthalmic segment aneurysm, resulting in persistent right hemiparesis and left inferior quadrantanopia. Finally, a patient with a small ophthalmic segment aneurysm developed slurred speech, facial numbness, and memory loss after treatment. Dwi+ lesions were identified in these patients (3/37).